Manufacturer narrative:
Specified on the event description to which of the reported events this MDR is applicable. Additional information: this is one of six reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-00552, 2015691-2014-00553, 2015691-2014-00555, 2015691-2014-00556 and 2015691-2014-00557. Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (mi) are potential adverse events associated with the overall tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised when implanting a bioprosthesis in patients with clinically significant coronary artery disease. Mi related to the tavr procedure and the valve implant will manifest intra-procedurally or in the immediate post-operative period, and is typically due to a combination of patient and/or procedural factors. As defined in the valve academic research consortium (varc) publication on tavr complications, the peri-procedural interval is inclusive of all events that begin within 72 hrs of the index procedure. Mi¿s that occur after the peri-procedural period (>72hrs) are typically related to the patient¿s underlying coronary disease. There are multiple patient factors that could put the patient at risk for mi during the tavr procedure, including significant underlying coronary artery disease, and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. In this case, there is insufficient information to determine the cause of the reported event. It is possible that the mi was associated to one of the risks factors mentioned above. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article reference: kapadia, s. R., svensson, l. G., roselli, e., schoenhagen, p., popovic, z., alfirevic, a., barzilai, b., krishnaswamy, a., stewart, w., mehta, a., lal poddar, k., parashar, a., modi, d., ozkan, a., khot, u., lytle, b. W. And murat tuzcu, e. (2014), single center tavr experience with a focus on the prevention and management of catastrophic complications. Cathet. Cardiovasc. Intervent.. Doi: 10.1002/ccd.25356.

Event description:
A single-center study of 255 patients who underwent an attempted transfemoral tavr was reported in the catheterization and cardiovascular interventions journal (first published online: 3-feb-2014). Per report, the following events occurred during the study period: 2 annular ruptures, 2 valve embolization, 1 descending aortic rupture with subsequent patient¿s death, 2 coronary occlusions, 10 valve in valve procedures (2 due to severe valvular regurgitation and 8 due to malpositioning of the 1st valve), 2 mi, 14 major bleeding, 24 vascular complications, 6 strokes, 1 endocarditis, 10 ppm implants, and 5 patients with moderate-severe aortic regurgitation present on 30-day or pre-discharge echocardiogram. The reported overall actuarial mortality at 1-year was 17.5 % (30 patients from the 171 patients with 1-year follow up). Conclusions: tavr can be accomplished with excellent safety in a tertiary center with a well-developed infrastructure for the management of serious complications. This report represents one of the reported mis.

Manufacturer narrative:
Investigation of this event report is ongoing.

Event description:
A single-center study of 255 patients who underwent an attempted transfemoral tavr was reported in the catheterization and cardiovascular interventions journal (first published online: 3-feb-2014). Per report, the following events occurred during the study period: 2 annular ruptures, 2 valve embolization, 1 descending aortic rupture with subsequent patient¿s death, 2 coronary occlusions, 10 valve in valve procedures (2 due to severe valvular regurgitation and 8 due to malpositioning of the 1st valve), 2 mi, 14 major bleeding, 24 vascular complications, 6 strokes, 1 endocarditis, 10 ppm implants, and 5 patients with moderate-severe aortic regurgitation present on 30-day or pre-discharge echocardiogram. The reported overall actuarial mortality at 1-year was 17.5 % (30 patients from the 171 patients with 1-year follow up). Conclusions: tavr can be accomplished with excellent safety in a tertiary center with a well-developed infrastructure for the management of serious complications. This MDR is applicable to the annuar rupture reported in this article which could not be identified as previously reported in our system as there are no patient identifiers